Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units, and the initial fill estimate displayed over 120 units of insulin. Then, in the evening, the fill estimate displayed over 60 units of insulin. The customer was not experiencing the issue at the time of the call, and declined to perform troubleshooting. There was no impact to the customer's blood glucose level.